Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was loose and dislodged from the pump after the infusion set tubing was pulled. The cartridge was reinserted onto the pump. Customer's blood glucose level was 180 mg/dl.